Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, a posterior prolapse, and flail. An nt clip was inserted and advanced into the left ventricle (lv). However, grasping and capturing of the leaflets were noted to be difficult. It was then observed that the anterior gripper was no longer lowering. Troubleshooting was performed, but the issue was unable to be resolved; therefore, the clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
In this case, returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). Positioning failure associated with leaflet grasping and capture could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported single gripper actuation issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue cannot be determined. Additionally, a cause for the reported positioning failure associated with leaflet grasping and capture cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.